Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool smarttouch sf catheter. The patient experienced cardiac tamponade that required pericardiocentesis. At the end of the case, when the physician performed a routine check with ice (intracardiac echocardiography) imaging with a soundstar catheter, an effusion was noted and then the patient's blood pressure dropped. 600 ml of fluid was drained. Patient was reported to be in stable condition. No further details were provided.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31128967l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).